Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review. Result code(s): (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Diopter: +19.00. Concomitant: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. A visual inspection of the returned product found no lens returned in packaging. Conclusions: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4)

Event description:
The reporter stated the surgeon inserted an aq2010v +19.00 diopter three piece silicone lens. The lens was implanted in the patient's right eye. The posterior capsule tore, no vitrectomy was performed. The lens was cut out of the eye and removed. A anterior chamber lens was implanted. Cause of capsule tear is unknown.